Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. Both the photos show the partial view of catheter. Lot and product information's were match with tw. One photo needle was noted to be protruding from catheter tip; however, the length cannot be confirmed as partial view of device were noted and without physical samples. It is not sufficient enough to determine whether the product did not meet specifications. The investigation is inconclusive for reported trocar needle length issue as provided photos are not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a computed tomography guided cyst percutaneous drainage catheter placement procedure using navarre opti drain. Prior to the procedure, the length of the trocar needle was allegedly found shorter than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a chronic catheter placement procedure, the length of the trocar needle was allegedly found shorter than the catheter. The procedure was completed using another device. There was no patient contact.